Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation a 70 y/o patient had a right knee replacement on (B)(6) 2015. Approximately 7 years and 1 month after the initial procedure the patient had a right knee revision (B)(6) 2023 due to pain and instability. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023: postop diagnosis: right knee failed total knee replacement right knee aseptic loosening femoral component right knee osteolysis right knee superolateral cyst dressings were applied. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.